Event description:
On may 23rd the user contacted dario to report inconsistent blood glucose (bg) readings. The user reported receiving bg readings that according to her, are inaccurate, including bg readings that are greatly varying when testing consecutively. The user stated that despite taking troubleshooting steps, the inconsistent bg readings persist.

Manufacturer narrative:
While on the phone with dario's representative, the user reported receiving with a new strips cartridge bg readings of 130 mg/dl, 140 mg/dl, 150 mg/dl, and 160 mg/dl, all within several minutes. Due to the above, a replacement of dario's meter was sent to the user. An attempt to follow up with the user was made, however, no response has been received to date.there is not enough information regarding the meter and old strips available to further investigate this case. Therefore, no resolution is available.